Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door continued to fail despite being fixed multiple times and kept displaying a failure message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, a technical support specialist (tss)reviewed the station and found no failed hardware icons present. Further inquiry confirmed that the issue had been resolved and that the case could be closed. The tss then proceeded with case closure. The system functioned as intended after the technical support specialist investigated the issue.